Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a reamer irrigator aspirator (ria) bone harvesting, when the surgeon tried to engage ria shaft into ria tube assembly it would not allow the reamer head to spin. The ria drive shaft was taken out and it was noticed that the end was broken off. An extra drive shaft in the set was used and it worked out great. The surgery continued with a three minute delay. Surgery reported went well. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: an evaluation was performed on the returned device. As per received condition of device shows; the hex tip of the drive shaft is broken off. The fragment was not returned. The reamer irrigator aspirator system (ria) system is intended to clear the medullary canal of bone marrow and debris, size the medullary canal for implants or prosthesis, and to harvest bone and bone marrow in the treatment of osteomyelitis. The condition of the returned drive shaft is consistent with damage caused by the device being over torqued. It is critical for the reliable function of the drive shaft that a cannulated drive unit that delivers only 3.5-4.5nm of torque and 700-900rpm be used. The technique guide recommends that no reduction drive or drills with a torque greater than 6nm be used. Competitors devices with a torque of up to 17nm are routinely used. Power equipment designed specifically for reaming must not be used. The use of an incorrect drive unit has repeatedly over torqued the drive shaft tip causing fatigue and ultimately the fracture at the tip. Drawings were reviewed and determined to be suitable for the intended design and application. The design is adequate for its intended use and did not contribute to this complaint condition. As the instrument did break, the complaint is confirmed. Specific details regarding the technique used/application which led to the device failure were not provided, however; excessive force was applied to the drill bit. As the complaint condition is the result of method of use rather than a design deficiency, the device is determined to be suitable for its intended use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A review of the device history records was completed: (B)(4) manufactured the drive shaft for use with ria, part number 314.743, and lot number 7061004. Initially, the part conformed to the supplier¿s certificate of conformance and synthes final inspection. There were no material review reports, non-conformance reports, or complaint related issues with this lot. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.